Manufacturer narrative:
(B)(4). One unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. No sheath was returned. A kink was noted on the lumen. Lever was not engaged. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a mitral valve replacement, a 14f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube would not fit into the sheath. The physician reported it was not possible to cross the bypass tube. Although the physician did not encounter resistance attempting to advance the bypass tube into the sheath hub, no buckling or bending occurred to the bypass tube. The first 14f ce manta sheath remained in place, while the first 14f ce manta device was removed from the guidewire. A second 14f ce manta device was opened and deployed successfully without issue. The patient did not experience any harm or consequence from this event and completely recovered with no issues post procedure. The IFU indicates in the procedure requirements, the manta closure must be deployed using the manta sheath provided in the manta package, do not substitute any other sheath.

Event description:
As reported by the account: "not possible to cross the bypass tube". Additional information on 15feb2023: there were no issues with advancing or withdrawing procedure sheaths during the procedural case. A second manta device was delivered otw into the original manta sheath, which was already in place. The second manta was deployed successfully. There was no reported patient harm or consequence from this event. The patient's current condition was reported as fine and had a complete recovery.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported by the account: "not possible to cross the bypass tube". Additional information on 15feb2023: there were no issues with advancing or withdrawing procedure sheaths during the procedural case. A second manta device was delivered otw into the original manta sheath, which was already in place. The second manta was deployed successfully. There was no reported patient harm or consequence from this event. The patient's current condition was reported as fine and had a complete recovery.